Manufacturer narrative:
The device history records (DHR- batch record) of the kaneka pta catheter pe-r3, rx-genity, with lot no. Sp045305 was reviewed and no nonconformity or abnormality in the manufacturing processes was found. The lot passed all in-process inspections including the balloon-repetitive inflation/deflation test, the shaft-pressurized test for every product and the finished product inspections including shaft tensile strength test on representative samples based on sampling plan. The concerned used device was returned and investigated: the balloon was torn apart at 46mm from the distal tip, and there was a trace of tear extending in the long axial direction between 26mm from the distal tip and the torn-off edge of the balloon. The inner shaft was elongated and torn off at 6mm from the distal tip. It was confirmed that all the torn-off and remained-in-the-patient portion was recovered out of the patient, since none of the entire structure of the device was found missing in the returned product. Probable cause and comments: the balloon was injured with the highly calcified and hardened lesions and burst by the stress of inflation. While pulling back the catheter, the ruptured and bulky balloon portion could not enter into the guiding sheath, and the balloon and the inner shaft were torn off with excessive force loaded by further attempt to pull back forcibly. The reported problem is determined not to be caused by any defect of the device. "This report is delayed because it was sent to the emdr test instead of production."

Event description:
The concerned device "kaneka pta catheter pe-r3, rx-genity" (rx-type pta balloon dilatation catheter, 0.018" guidewire(gw) compatible) is not distributed in us. However, we intend to report this case as the event occurred on the similar device for "crosstella rx" (rx-type pta balloon dilatation catheter, 0.018" gw compatible) that is distributed in us under 510(k) #k152873. This device was applied to a pta of highly calcified lesions in the popliteal artery and the superficial femoral artery through the common femoral artery of a male patient. After the 8th dilatation in the lesions, the balloon burst. While attempted to retrieve the device from the patient, the physician noticed abnormal and found that the balloon portion was broken apart and remained in the patient's artery. The physician tried to remove the broken portion from the patient's artery by using a snare device, but failed since it with the snare device stuck near the puncture-site in the right arm. The physician asked a surgeon for a surgical removal, and it was successfully taken out by the incision of the right upper arm.